Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31081. It was reported the patient was admitted to the hospital the night of the trial after feeling groggy on (B)(6) 2020. Patient has previous history of cardiac issues and the trial is not related to the issue. Patient is doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.